Event description:
Device 3 of 3: reference MFR report: 1627487-2012-09143. Reference MFR report: 1627487-2012-09144. The pt has been implanted with two totally implantable pulse generators. One of the systems works for his lumbar pain and the second is for the cervical pain. It was reported the pt was undertaken a surgical intervention to explant and replace both the ipgs as the pt's ipgs needed to be recharged more frequently than usual. The pt also reported experiencing stimulation in his ribs and chest and not in his pain pattern in the legs. The pt indicated he experienced a fall multiple times due to his leg giving out and had fallen onto his side. X-rays indicated the lumbar lead had migrated. During the procedure, the physician explanted and replaced the lumbar lead with a new lead. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.